Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced usm 2 to resolve 319 errors. System tested and verified and ready for use. Isi received the usm for failure analysis, however, at this time, evaluation has not been completed. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. System log review was performed. Per the review, the following was confirmed: a sacrocolpopexy procedure was performed on system (B)(4) on (B)(6) 2022. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: a usm became unavailable after the start of a surgical procedure (post first port incision) and the issue cannot be resolved. System unavailability after first port incision could lead to a conversion, which has caused an adverse event due to the patient¿s inability to tolerate the open procedure.

Event description:
It was reported that during a da vinci assisted sigmoid colectomy surgical procedure, the site encountered a non-recoverable 319 error. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and confirmed error 319, pointing towards universal surgical manipulator (usm) 2. The site mentioned that they were able to complete the procedure robotically by moving the usm out of the way, however, for the following case, they required all four usms. The tse advised the site to perform a hard restart of the patient side cart (psc), however, no changes were noted. The procedure was completed as planned with no reported injury. The site requested an isi field service engineer (fse) be dispatched to address the issue. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. The usm was received and failure analysis evaluation was performed. Error 319 was confirmed as having occurred in the field via a review of the logs. The usm was tested on an in-house system in normal mode where it failed with error 319. The usm was then tested on a testing platform where it failed the fiber test on the rolling loop. The rolling loop assembly will be replaced to fix the error 319.